Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported an implant fracture occurred. It was patched inside the patient, prosthesis was not removed.